Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, 8mmx2.5mm, eccentric target lesion was located in the mildly tortuous and non calcified obtuse marginal circumflex branch. Pre-dilation was performed with a 1.5mmx2mmx2.5mm balloon catheter, a 16 x 2.50mm promus premier¿ drug-eluting stent was advanced through the three (3) non-bsc previously implanted stents towards the proximal area. When the 16x2.5 promus premier¿ was advanced, it was noted that the stent became stuck and slightly twisted. Crush stent technique was performed; however, opening of proximal end of the stent was noted. The device was then removed and the procedure was completed with another promus stent. No patient complication were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, 8mmx2.5mm, eccentric target lesion was located in the mildly tortuous and non calcified obtuse marginal circumflex branch. Pre-dilation was performed with a 1.5mmx2mmx2.5mm balloon catheter, a 16 x 2.50mm promus premier¿ drug-eluting stent was advanced through the three (3) non-bsc previously implanted stents towards the proximal area. When the 16x2.5 promus premier¿ was advanced, it was noted that the stent became stuck and slightly twisted. Crush stent technique was performed; however, opening of proximal end of the stent was noted. The device was then removed and the procedure was completed with another promus stent. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus premier ous mr 16 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal end of the stent was damaged; stent struts had been stretched in a proximal direction along the balloon. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).